Event description:
The customer reported that after they inserted the instrument through the trocar, a wire loop was noticed at the jaw end of the device. Upon receipt of the device, after visual inspection, the wire at the jaw end was noticed to be bare.

Manufacturer narrative:
(B) (4). (B) (4). The gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.